Event description:
It was reported that a relion® insulin syringe had insulin leakage during injection. The following information was provided by the initial reporter: relion syringe 1ml 31g 8mm lot # 8155690 does not reuse. Found 1 syringe needle leaked out insulin during injection on stomach. Does not know how much insulin she received. Sending mailing kit and replacement.

Manufacturer narrative:
Investigation: customer returned (1) loose 1ml, 31g, 8mm relion insulin syringe (used). Consumer reported 1 syringe needle leaked out insulin during injection on stomach. The returned syringe was examined and using a microscope it was observed that adhesive runoff was present on the barrel, and there was little adhesive in the glue well. The syringe was then tested for flow and failed. Following the flow test, a wire test was performed and failed. A review of the device history record was completed for batch # 8155690. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the barrel or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) has been opened to address this issue for 1ml syringes.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion u-100 insulin syringe walmart had insulin leakage during injection. The following information was provided by the initial reporter: ¿relion syringe 1ml 31g 8mm lot # 8155690 does not reuse. Found 1 syringe needle leaked out insulin during injection on stomach. Does not know how much insulin she received. Sending mailing kit and replacement.¿

Event description:
It was reported that a relion® insulin syringe had insulin leakage during injection. The following information was provided by the initial reporter: ¿ relion syringe 1ml 31g 8mm lot # 8155690 does not reuse. Found 1 syringe needle leaked out insulin during injection on stomach. Does not know how much insulin she received. Sending mailing kit and replacement. ¿

Manufacturer narrative:
The following fields have been updated due to corrected/additional information: describe event or problem: it was reported that a relion® insulin syringe had insulin leakage during injection. The following information was provided by the initial reporter: ¿ relion syringe 1ml 31g 8mm lot # 8155690 does not reuse. Found 1 syringe needle leaked out insulin during injection on stomach. Does not know how much insulin she received. Sending mailing kit and replacement. ¿ medical device brand name: relion® insulin syringe, medical device catalog #: 328506, medical device lot #: 8155690, unique identifier (UDI) # : (B)(4), medical device expiration date: n/a, device manufacture date: 08/08/2018.